Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va0fq0m, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that a patient¿s implantable neurostimulator (ins) had gotten smaller. The event date was noted as (B)(6) 2015. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.